Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: dislodged stent requiring intervention. Device issue: dislodged stent. It was reported via trial that the target lesion was in the om, and was successfully predilated; therefore, the pt was enrolled. The 2.25 mm stent made it past the guide catheter but got stuck at the proximal circumflex. When pulling the stent back into guide catheter, the 2.25 stent embolized at the level of the proximal circumflex. An attempt was made to bring the stent back through the femoral artery but it could not get out through the sheath. The pt was sent to the or for stent retrieval. No add'l event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent deliver system (sds) was returned with blood visible in the guide wire lumen and on the stent implant. There was contrast visible on the stent implant. There was fluid visible in the inflation lumen and in the balloon. The stent implant was returned dislodged on a guide wire. The entire stent implant was stretched and mangled. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There were no kinks or damage noted to the tip and inner member. There were three kinks in the hypotube, 16 cm, 17.5 cm and 19 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. The tip seal length was 1 mm. The outer diameter of the stent implant could not be measured due to the damage noted.